Manufacturer narrative:
Additional information received on 15mar2016 and includes: pathology results will be not available. Batch review performed on 30 march 2016. (B)(4).

Event description:
The patient had a revision on (B)(6) 2016. Since that revision the patient became infected. The surgeon washed out the knee and swapped the poly. The surgery was completed successfully. X-rays and explants are not available.

Manufacturer narrative:
On 30 may 2016 it was prepared a final report with the information already submitted in the initial report.on 02 june 2016 the report was sent to the initial reporter and the case was closed.